Event description:
It was reported that the programmer generated an error. Follow-up determined that the error displayed during a patient check when the interrogation of an implantable heart device began. The programmer was changed out and the device check completed. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to replicate the customer experience of a generated error however it was noted that errors were found in the error log. It was further noted that the electrocardiogram connector on the link electronic module (lem) board was loose and therefore the lem board was replaced and calibrated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.